Event description:
Caller reported aviva system 1 blood glucose result of 170 mg/dl and aviva system 2 blood glucose result 90 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system 1, medwatch with identifier (B)(6) is for aviva system 2.